Event description:
The following additional information was obtained on 05/25/2010 by global pharmacovigilance: per the nurse, the patient began treatment with dianeal pd4 ambuflex 12 liters daily intraperitoneally (ip) for automated peritoneal dialysis (apd), nine months ago. According to the nurse, the patient called her and stated that she had cloudy effluent. The nurse told the patient to come into the clinic, but the patient went to the hospital instead. Per the nurse, the patient was very non compliant with pd treatment and showing up for her appointments. The nurse stated the patient told her that she was hospitalized in (B)(6) 2010 (exact date unknown) with peritonitis, however the nurse could not confirm that diagnosis. The nurse attempted to obtain the results of the cultures and analysis, but the hospital had not sent them, so she did not know if they were even drawn. At the time of this report, the event of "possible" peritonitis had resolved. Dianeal therapy was ongoing, unchanged. The nurse had no additional information. The nurse stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was unknown. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
On 6 april 2010 product surveillance contacted the hp's peritoneal dialysis clinic regarding another matter. The nurse was considering having the device swapped. Product surveillance instructed the nurse to call the technical service representative (tsr) if she wanted to swap out the hc. The nurse (rn) stated that she would wait as the home patient (hp) was currently in the hospital for peritonitis. The outcome of the event is unknown at this time. No further information was provided. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B) (4).device not available.